Event description:
The physician reported that this apex study pt "experienced worsening gerd with dysphagia and vomiting" and the pt decided to convert her lap-band to a gastric bypass to alleviate the symptoms. The lab-band device has been explanted.

Manufacturer narrative:
The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the reported events of vomiting and reflux as follows: band slippage and/or pouch dilation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain. "Patients must be cautioned to chew their food thoroughly. Patients with dentures must be cautioned to be particularly careful to cut their food into small pieces. Failure to follow these precautions may result in vomiting, stomal irritation and edema, possibly even obstruction." Device labeling addresses the possible outcome of dysphagia as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restricting procedures."